Event description:
A physician reported that a pt experienced a radiation burn following a percutaneous coronary intervention (pci) on an innova 2100-iq vascular system. The doctor performed the pci on (B)(6) 2010 and discovered the skin burn on (B)(6) 2010 before performing a second procedure. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be submitted when the investigation has been completed.